Event description:
Received information that pump has stopped all insulin delivery. This issue elevated the customer's' blood glucose levels (326 mg/dl).

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.